Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Sduring incoming inspection, the distributor rejected this device, goldline pencil, pushbutton electrode with extended insulation , catalog # 138114a, lot 201811225, for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a possible breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The customer's reported complaint of an insufficient heat seal leading to a breach in sterility is unconfirmed. Conmed received two 138114a in unopened original packaging, the reported catalog and lot number was verified. A visual inspection was unable to find any obvious seal breaches. A functional inspection was then performed, and the devices were dye leak tested per policy which indicated that the packaging did not have an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review found no other similar complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 132 complaints, regarding 1,572 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that these devices should never be used when there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic or connector damage. This issue will continue to be monitored through the complaint system to assure patient safety.